Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, bleeding, dyspareunia, vaginal scarring, and other. It was reported that the patient underwent revision of anterior mesh on (B)(6) 2012 due to mesh exposure. It was reported that the patient underwent revision of vaginal mesh on (B)(6) 2014 due to vaginal bleeding and visible mesh extrusion.

Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2015 under (B)(6) at (B)(6) medical center. No additional information was provided.

Manufacturer narrative:
(B)(4).